Event description:
Reported due to "kinked" artery requiring surgery. The physician successfully closed an arteriotomy site with a perclose at (closure ak) in 2004. Seventeen days later the physician subsequently attempted a second arteriotomy closure following a diagnostic procedure and a "kink" was detected in the femoral artery under fluoroscopy. Hemostasis was alternatively achieved with manual compression. The pt returned to their physician the following month complaining of leg pain and they were again diagnosed with a "kink" in their artery. The pt was again evaluated 2 months later at which time surgery was recommended and performed. The surgeon reportedly removed a piece of the pt's vessel and repaired the artery. The surgeon found no suture. The pt did well following surgery and was discarged home. Although requested no additional information was provided.